Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an unrelated surgery. Patient turned off the device therapy however the device was not placed in surgery mode. The device was tried with two different magnets and the device was still inoperable. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that a new device was implanted.

Event description:
New information received states that the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.